Manufacturer narrative:
An event regarding crack/fracture involving an unknown accolade stem was reported. The event was confirmed. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "a photograph of the explanted stem demonstrates transverse fracture at the base of the trunnion where it meets the femoral stem body. The tha failure is evidenced on an undated ap x-ray and shows the stem fracture with migration superiorly of the femur and pseudoarthrosis between the stem and head. A second undated but presumably postoperative x-ray shows a revision tha with restoration modular stem and revision cup supported by threaded bone screws. The primary harm involved is mechanical failure femoral stem in a pressfit tha. The patient's relatively young age and activity level may have played a role, however, no details in this regard were available. Further assessment of the mechanism for this mechanical failure would be best assessed by detailed material analysis. The pathology report described prominent granular black pigment deposition surrounded by foreign body giant cells indicative of a chronic process. There was no evidence of acute inflammation. Detailed material analysis of the explanted components would be required for further assessment." Device history review: not performed as the device was not properly identified. Complaint history review: not performed as the device was not properly identified. Conclusions: the reported event was confirmed but a root cause was not determined because the product was not returned for evaluation. The provided medical records were reviewed by a consulting clinician who indicated, "the primary harm involved is mechanical failure femoral stem in a pressfit tha. The patient's relatively young age and activity level may have played a role, however, no details in this regard were available. Further assessment of the mechanism for this mechanical failure would be best assessed by detailed material analysis." Stryker reserves the right to re-evaluate this investigation if product and/or additional relevant information becomes available.

Event description:
It was reported that the neck broke so we had to take the stem out and go back with a mod. Right hip.

Manufacturer narrative:
An event regarding crack/fracture involving an accolade stem was reported. The event was confirmed through medical review. Method & results: device evaluation and results: a visual, dimensional and functional inspection was not performed as the device was not returned for evaluation. Medical records received and evaluation: the provided medical information was submitted to a consulting clinician who indicated: "a photograph of the explanted stem demonstrates transverse fracture at the base of the trunnion where it meets the femoral stem body. The tha failure is evidenced on an undated ap x-ray and shows the stem fracture with migration superiorly of the femur and pseudoarthrosis between the stem and head. A second undated but presumably postoperative x-ray shows a revision tha with restoration modular stem and revision cup supported by threaded bone screws. The primary harm involved is mechanical failure femoral stem in a pressfit tha. The patient's relatively young age and activity level may have played a role, however, no details in this regard were available. Further assessment of the mechanism for this mechanical failure would be best assessed by detailed material analysis. The pathology report described prominent granular black pigment deposition surrounded by foreign body giant cells indicative of a chronic process. There was no evidence of acute inflammation. Detailed material analysis of the explanted components would be required for further assessment." Device history review: review of the device history records indicates devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other event for this lot. Conclusions: the reported event was confirmed but a root cause was not determined because the product was not returned for evaluation. The primary harm involved is mechanical failure femoral stem in a pressfit tha which is evident from an undated ap x-ray. The x-ray shows the stem implant fracture with migration superiorly of the femur and pseudoarthrosis between the stem and head. Further assessment of the mechanism for this mechanical failure would be best assessed by detailed material analysis. The patient's relatively young age and activity level may have played a role, however, no details in this regard were available. The pathology report described prominent granular black pigment deposition surrounded by foreign body giant cells indicative of a chronic process. There was no evidence of acute inflammation. Detailed material analysis of the explanted components would be required for further assessment. No further investigation for this event is possible at this time. If additional information become available, this investigation will be reopened.

Event description:
It was reported that the neck broke so we had to take the stem out and go back with a mod. Right hip.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. Not available.

Event description:
It was reported that the neck broke so we had to take the stem out and go back with a mod. Right hip.